Event description:
It was reported that the right ventricular lead exhibited low high voltage lead impedance. The device delivered inadequate shock due to low impedance. No patient symptoms were reported. The device was programmed to dual coil operation. The impedance was noted to be within range. Defibrillation threshold testing was performed with three shocks after turning off the svc coil and was successful.